Event description:
It was reported by a third-party distributor, the rigid endoscope telescope had broken lenses. The issue occurred during reprocessing of a therapeutic benign prostatic hyperplasia. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. Corrected field: e1 (added reported name and email address), e3 (occupation should be "biomedical engineer" at the initial medwatch). G2 (added "distributor" in the report source). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected by a third party, the reported event was confirmed: "lenses was broken and no image displayed". Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the event likely occurred due to excessive stress. Olympus will continue to monitor field performance for this device.